Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed establishing final arm angle. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, however after grasping final arm angle (efaa) could not be established. After repeated failure to establish final arm angle, the clip was not implanted and was removed. A total of two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the reported unintended movement (unable to establish final arm angle) could not be confirmed via returned device analysis. The discrepancy between what was reported (after grasping final arm angle could not be established) and what was observed (no issue) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. Additionally, the analysis observed corrosion on the coupler. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (unable to establish final arm angle). The corrosion on the coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. Based on the information reviewed, a cause for the reported unable to establish final arm angle could not be determined. It is possible that the conditions during procedure (tension on the clip, unintended curves/tension place on the device by the user or anatomy) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.